Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the axium implant coil would not detach after it was positioned in the aneurysm and was removed from the patient.no injury was reported with the patient as a result of the procedure.